Manufacturer narrative:
Product investigation is in progress.

Event description:
Either opened an empty shell or did not pull the string/couldn't feel the string...gone to a clinic. The doctor said no tampon was left inside my body [device physical property issue]. Case narrative: consumer reported via e-mail that she couldn't feel the tampon after inserting. She reports that she either opened an empty shell or that she did not pull the string. After evaluation, the doctor said that no tampon was left inside her body. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Either opened an empty shell or did not pull the string/couldn't feel the string...gone to a clinic. The doctor said no tampon was left inside my body [device physical property issue]. Case narrative: consumer reported via e-mail that she couldn't feel the tampon after inserting. She reports that she either opened an empty shell or that she did not pull the string. After evaluation, the doctor said that no tampon was left inside her body. No injury was reported.